Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2015: the customer responded back to tandem technical support (cts) and indicated they reverted back to an alternative pump and will contact cts upon returning to the t:slim pump. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no reported impact to the customer's blood glucose level.